Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2024, the patient reported that for about the past month they had been having issues with their controller/ptm (personal therapy manager). The patient stated that when they tried to bolus, it took over 5 minutes to get the bolus and the majority of time it took 6 minutes to bolus. The patient also stated that occasionally it would take 45 minutes. The patient mentioned that they had the pump refilled on monday and the healthcare provider told them that it should only take them a minute to get their boluses. Additional information was received on (B)(6) 2025, from the patient who reported that their ptm was currently at 90% and as before, it took 5 minutes for it to complete when they did a bolus, which was long. The patient also stated that the handset was an older model. Per the patient, usually after they got a refill it made it faster for like a month and then it would drag again. The agent assisted the patient in removing/clearing data. Prior to removing/clearing data, the patient's data was 4.56 mb. The agent also assisted the patient in adding the navigation bar to the handset.